Event description:
It was reported that the patient presented in clinic for follow-up. It was previously noted that the right ventricular (rv) lead exhibited high capture threshold. The patient stated to have had experienced syncope episode prior to the visit. Upon interrogation, it was found that the rv lead exhibited loss of capture. Programming changes were made and later, the rv lead was explanted and replaced. Patient condition was stable.